Manufacturer narrative:
Citation: stamou sc et al. Predictors and outcomes of patient-prosthesis mismatch after transcatheter aortic valve replacement. J card surg. 2020 feb;35(2):360-366. Doi: 10.1111/jocs.14383. Epub 2019 dec 3. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence, predictors and clinical outcomes of patient-prosthesis mismatch after transcatheter aortic valve replacement. All data were retrospectively collected from a single center between april 2012 and february 2019. The study population included 991 patients and was predominantly male with a median age of 85 years and 95% were white. Of those, 138 were implanted with medtronic transcatheter bioprosthetic valves: evolut r (78) and evolut pro (60). No serial numbers were provided. Among all patients, 35 operative deaths were observed. Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, valve-in-valve implantation for unknown reasons, conversion to open heart surgery, cardiac arrest, intra-aortic balloon pump support, new onset atrial fibrillation, stroke, vascular complication, hospital readmission for unknown reasons, and moderate-severe patient-prosthesis mismatch. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.